Event description:
Reported as: during the lap-band surgery, heavy bleeding occurred. The patient suffered brain death and then died." Follow-up findings from the surgeon read as follows: "the death occurred 24 hours post-op. The implantation of the device had been completed. We checked it during the re-operation to stop the intra-abdominal bleeding. The patient's death was caused by multi-organ failure (mof) due to massive intra-abdominal bleeding which suddenly occurred 6 hours after the operation. This accident was related to laparoscopic surgical procedures and the patient condition of anti-coagulant medication. The event was unrelated to the device. The autopsy was not performed in this case, as the family did not agree with it. We can clearly state that this event was not caused by the allergan lap-band system." This report was initiated to the FDA because allergan's approach to reporting adverse events is to remove all doubt in favor of reporting.

Manufacturer narrative:
The product associated with this report was not explanted, and will not be returned for analysis. The reporter of the complaint was asked to indicate the product serial number and band type. The information has not yet been received by allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product. Therefore, no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number or the band type. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur." Device labeling addresses the reported event(s) of hemorrhage and surgical complications/observations as follows: "specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound. It is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant."